Manufacturer narrative:
(Results & conclusion). The reported event could be confirmed, however the device was not returned but the x-ray images provided by the customer confirm the reported failure mode. Medical expert opinion revealed the following: "the x-ray shows a reversed oblique subtrochanteric fracture of the left hip with dislocation of the lesser trochanter. The fracture has been addressed with a gamma nail and one cerclage in a poor position. The remaining fracture gap can be seen on the ap view showing at least 0,5-1cm gap on the height of the intertrochanteric line and a rotational incongruence showing at the peak of the lateral distal fragment. The fracture did not heal and the treatment ended up in failure. As a result the hip had to be replaced. If the initial procedure was done properly there would have been a chance of a successful osteosynthesis. The implant is not to blame in this case." Based on the investigation the root cause was attributed to user related issue. The failure was caused by poor positioning of nail. The fracture gap was not successfully reduced, as a result of which proper bone consolidation couldn¿t take place. Consequently, additional stress on nail led to its breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Nail break in pertrochanteric fracture. Unanticipated surgical procedure.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by MFR: device disposition unknown.

Event description:
Nail break in pertrochanteric fracture. Unanticipated surgical procedure.